Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. No blank display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit or failed battery test alarms during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was shut off unexpectedly. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the issues with insulin pump keypad was responsive. The insulin pump will not be returned for analysis.